Event description:
It was reported that the customer accidentally screwed the battery cap wrong and could not get the battery out. The customer's blood glucose level has dropped to 40 mg/dl. She had an infection and her blood glucose levels were running high. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a stripped battery cap coin slot and a cracked case at the battery tube threads.